Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, on (B)(6) 2024, after delivery of the light adjustable lens (lal, (B)(6), +23d) in the patient's eye, it was observed that a haptic had disinserted. An additional procedure was completed on 12/26/2024 to explant the lal and implant a new lal ((B)(6), +24d) as a replacement.